Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated hospital visit, a loss of capture was observed on the left ventricular lead due to dislodgement. The patient reported a general malaise. The lead was explanted and replaced on (B)(6) 2016. The patient was noted to be in stable condition following the procedure.